Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the arm on (B)(6) 2024. It was indicated that the patient was on dialysis during use of the device, which is off-label usage of the device. On 8/20/24, the patient¿s cgm was reading 250 mg/dl, and the bg meter was reading 70 mg/dl. The dexcom was calibrated. The patient¿s wife gave the patient (out of convenience) brown sugar as treatment. Despite treatment, the patient began feeling weak, could not move, and eventually passed out at 5:30pm. Emergency medical services was called. Once ems arrived, the patient¿s cgm was reading 70 mg/dl, and the bg meter was reading 28 mg/dl. The patient was transported to the emergency room. The patient could no longer recall any of the medications or treatment he received during this event as he was incoherent. The patient was discharged the following day (it was reported that the patient was in the hospital for one night but not confirmed if they were there for less than or more than 24 hours) when his bg meter reading was 128 mg/dl. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information. D9: device returned to MFR - additional information. D9: date device returned - additional information. G3: date received by mfg - additional information. G6: type of report - updated/follow-up. H2: type of follow up - additional information/device evaluation. H3a: device evaluated by mfg - additional information. H6 codes: type of investigation - additional information.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The product was evaluated. An external visual inspection was performed and no damage was found. Nordic bluetooth pairing test was performed and passed. A review of the share logs was performed and inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. The customer's complaint was undetermined due to no calibrations to confirm the reported inaccuracy. No additional patient or event information is available.